Event description:
It was reported that the pt's pump was "not functioning." The catheter was explanted. There was no pt injury and the pt recovered without sequela. The medications being delivered via the device system were morphine, sufentanil and ketamine.

Manufacturer narrative:
The catheter has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.